Event description:
It was reported that an asymptomatic patient presented in clinic for diagnosis to assess sensing due to what appeared to be intermittent ventricular undersensing episodes presented on merlin.net transmission. Presenting electrograms appeared normal. Undersensing could not be reproduced in the clinic. Upon device interrogation, the right ventricular lead exhibited high capture thresholds and intermittent oversensing. Imaging confirmed lead dislodgement. The lead was capped and replaced on (B)(6) 2017. The patient remained asymptomatic.